Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; however, it was unknown if the device will be returned. Therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A bezoar and ulcer are known complications of a peg tube and j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic jejunal tube. On (B)(6) 2019, the patient was informed that there was an agglomeration of food of on the inner tube resulting in a stomach ulcer. On (B)(6) 2019, the j tube (inner tube) was removed and the peg tube was left in place.